Event description:
During the index procedure, two endeavor sprint drug eluting stents was implanted into the mid lad. An angiographic complication of dissection occurred during the index procedure. Another endeaver sprint stent was also implanted in the left posterior descending artery during the index procedure.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).